Event description:
A peritoneal dialysis pt called in to tech services with an operational question. During this call, the pt mentioned that she had an infection. A follow up call was made to the pt's peritoneal dialysis nurse. The pt was diagnosed with a touch contamination peritonitis on (B)(6) 2014. The pt was initially treated with 2 grams of intra peritoneal vancomycin and 2 grams of intra peritoneal fortaz and then the pt was switched to 250mg oral vancomycin for 14 days.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.